Event description:
During setup for an MRI scan with anesthesia, the MRI infusion pump - iradimed infusion pump with ders (dose error reduction system) in place- was programmed with the drug profile for remifent 20 mcg/ml. During the double check process, the concentration field displayed 0.08 mcg/ml (no keying for this field occurred prior to display)- this was confirmed by a second rn and by the anesthesiologist. Attempts to key in the correct concentration were made however the field kept defaulting to 0.08mcg/ml and could not be changed despite attempts to enter correct amount. This is a locked field and should only and always display 20mcg/ml.